Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The stardrive screwdriver shaft/t4 50 mm/ self-retaining/hxc (part # 03.130.010, lot # 9923517, mfg # 03-may-2016) was received with the distal tip of the screwdriver broken. The screwdriver does not appear to be bent however the device is broken. This is consistent with the reported complaint condition. Therefore, the complaint is confirmed. Dimensional analysis was not performed as relevant features are deformed due to post-manufacturing damage. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Only top level of the device history record reviewed as sub-components are not lot tracked there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 03.130.010, synthes lot # 9923517, supplier lot # na, release to warehouse date: 03 may 2016, manufactured by synthes monument. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: g4: correct the manufactured date from 3/3/2016 to 5/3/2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the end of the two (2) small stardrive screwdriver shaft were bent to where they would not pick up any screws. The issue was found during re-evaluating one of the field sets in the storage unit. There was no patient involvement. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 2 for (B)(4).